Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was over 600 mg/dl and the customer was vomiting blood. The customer administered manual injections and delivered correction boluses to address the bg level. Tandem technical support (cts) attempted to troubleshoot with the customer but the customer accidentally selected change cartridge instead of fill tubing during troubleshooting leading to a valid minimum fill message. Cts verified that the customer had been using their supplies for the past 5 days. Cts advised the customer to change out all of their pump supplies as they have been in use past labeling. The customer was to change all of their pump supplies, the customer declined a follow-up call.